Event description:
It was reported that during the atrial fibrillation (afib) procedure for this h fib clinical study, the pentaray navigational catheter got stuck inside the mitral valve. It was reported that the patient had a metallic mitral valve. When the physician attempted to remove the catheter, a piece of the catheter dislodged inside the patient's heart. The dislodged portion of the catheter was reported to have traveled through the aorta and got stuck in an artery in the knee. The dislodged piece of the catheter was extracted by a vascular surgeon. The patient was reported to be in stable condition. Upon request, additional information was provided on the event. While mapping the left atrium with the pentaray navigational catheter, one of the branches got caught in the patient¿s metallic mitral valve. When an attempt was made to free the catheter, the branch detached and became loose in the left ventricle briefly until it went through the aortic valve and got lodged in one of the arteries in the patient¿s knee. A vascular surgeon was called and the lodged branch was removed safely with a snare. The event was not life threatening. The event did not result in the impairment of a body function nor damage to a body structure. The event did not require extended hospitalization. There was no detrimental affects to the patient. The patient fully recovered. The physician¿s opinion regarding the causality of the adverse event was that it was procedure related.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system: model #: m-4800-01, serial #:(B)(4). Stockert : model #: unknown, serial #:unknown. Cool flow pump: model #:unknown, serial #: unknown. Thermocool navigational f curve catheter: model #:unknown, lot #: unknown. (B)(4).